Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump alarmed no delivery. Customer stated that had called twice the day before and it is happening gain. Customer stated that she was trying to deliver an insulin bolus when the alarm occurred. Customer had just eaten lunch and has not taken her blood glucose reading. During troubleshoot; customer disconnected at the quick release. Fixed prime of 5 units of insulin was performed and customer stated that insulin did exit and device alarmed no delivery. Customer removed the reservoir from the insulin pump, disconnected and reconnect the reservoir and infusion set and pushed insulin slowly through the tubing; customer reports that insulin does not exit with the plunger push and there is greater than normal resistance. Customer was advised to change the infusion set and reservoir. Nothing further reported.